Event description:
A revision surgery was performed in 2007, to correct loose locking nuts and rod slippage in the pedicle screw construct, which was initially implanted into the patient eight months later. All locking nuts and rods were replaced. Explants were not returned for evaluation. No other complications or adverse effects from the device or during surgery were reported.